Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours. The pink slide did not move forward, indicating a needle mechanism failure. A manual insulin injection using a pen was administered to treat the hyperglycemia.